Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bweol dysfunction/sacral nerve stim and urge incontinence. It was reported that for the first ten days their incision for "where it was" was sore when they were sitting, driving, rolling over, etc. Patient stated that it caused quite a bit of discomfort for them, but that now it had been ok and they were quite happy with the system, however they slept on their grounding mat and when they woke up the next morning ((B)(6) 2024) they felt a type of discomfort at the incision site again and that's why they had called to ask if they could use one. Patient denied it felt like the stimulation or electrical. Patient stated it could have just been the way they slept, however they wanted to know if the grounding mat could have caused the soreness again. Patient stated they had not told their hcp about the soreness this morning. Patient services redirected the patient to follow up with their health care provider (hcp) about the newly developed soreness and to discontinue using the grounding mat if they were concerned it could have caused the soreness and to speak with their hcp about the situation.